Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient underwent a pulsed field ablation pulmonary vein isolation procedure with a concomitant left atrial appendage occlusion procedure. The procedures were successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient woke post procedure, coughed and experienced chest pain and had difficulty breathing. One hour post procedure the patient experienced pulseless electrical activity and cardiopulmonary resuscitation was performed. Despite the treatments performed the patient died. It was discovered that the closure device had embolized to the left ventricle.